Manufacturer narrative:
Patient information were not provided. Sorin group (B)(4) manufactures the revolution phisio centrifugal pump. The incident occurred in (B)(4). The involved device has been requested for return to sorin group (B)(4) for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not yet decontaminated.

Event description:
On june 24th, 2020, livanova has received a report from bfarm stating that, during an ECMO procedure, after postoperative transfer to the intensive care department, a nurse heard a noise coming from the revolution pump. The medical team elected to change-out the system. According to the received report, after the change-out the system, the customer has tested the noisy revolution pump device and found that, at around 3000 rpm, the impeller of the pump rises. According to customer the noise is likely causes by the scratching of the paddle wheels against the housing of the pump. During follow up with the customer, on june 24th, 2020, livanova has been informed that the nurse found that there was no blood flow when the noise was heard. In addition, livanova has been informed the patient died (B)(6) 2020, 4 days after the event. There was no correlation between the pump noise and the patient outcome. Patient demise was possibly due to intrathoracic bleeding.

Manufacturer narrative:
The complained revolution pump was returned to livanova. Visual inspection of the returned pump found the white upper hub and the impeller were damaged. This is coherent with the information provided by the customer that during their internal investigation, they reproduced the claimed noise at 2800-3000 rpm and noticed the uplift of white impeller. Also during livanova investigation, the claimed noise was reproduced at 2905 rpms. Complaint history review highlighted an improbable occurrence for similar events. The analysis of the returned samples did not highlight any evident material deviation suggesting a manufacturing issue. We cannot exclude an isolated use error such as clamp left on or presence of air in the circuit leading to an anomalous wearing of the pump. Reportedly the patient outcome is unrelated to the pump failure. As no specific root cause was identified, no corrective action is deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.